Manufacturer narrative:
Establishment name: (B)(6) traumatology and orthopedics named after (B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a final screwdriver broke during final tightening of the blocker within surgery. The procedure was completed using an alternative screwdriver without reported patient impacts.

Manufacturer narrative:
UDI number: (B)(4). The device was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the tip of a final screwdriver broke during final tightening of the blocker within surgery. The procedure was completed using an alternative screwdriver without reported patient impacts.

Manufacturer narrative:
The returned device was examined. The tip was fractured and twisted. The complaint is confirmed. Based on the direction of the twist, the device could be damaged during blocker removal due to a torsional failure or not being seated properly.

Event description:
It was reported that the tip of a final screwdriver broke during final tightening of the blocker within surgery. The procedure was completed using an alternative screwdriver without reported patient impacts.